Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in complete heart block. It was also reported that the right ventricular (rv) lead exhibited rising threshold, "likely due to lead tip calcification." The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.